Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 176 mg/dl. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.